Event description:
At the time of the report, the issue was resolved.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported the leads were removed in 2015 and new leads were implanted. The new leads were added and connected to the battery.

Event description:
It was reported that there was a lead/extension issue which included lead migration. Diagnostic testing and troubleshooting that was performed included impedance testing, x-rays, reprogramming, and a CT scan. If there was a product issue the issue was not determined but the cause was determined. The lead migration was possibly due to patient activity post-surgery and not wearing a collar. Patient status at the time of the report was alive, no injury. Patient symptoms or a complication associated with the event was pain at the lead location. The action required as a result of the event was a revision, but the date of the revision was to be decided. The plan was to remove the leads but they may leave the extension in. They would place new leads again later. Information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97791, lot # n437040 , implanted: (B)(6) 2015, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97791, lot# n437040, implanted: (B)(6) 2015, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient's leads were explanted instead of revised (the physician wanted MRI leads), but the patient wasn't comfortable enough to proceed with new implants. The physician attributed the cause of the event to be patient compliance after surgery including heavy lifting and no neck collar. All devices were explanted besides the battery as the patient would one day have a replacement.